Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was blank. The customer¿s blood glucose level was unknown. Customer also stated that blank screen did disappear. Customer stated that they went through magnetic resonance imaging. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly. No blank display, full segment, missing segment or partial display anomaly noted. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, a21 error, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to motor error alarm.